Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 40 mg/dl and high blood glucose level of 400 mg/dl. Customer stated that the chipping in the reservoir area when the customer unscrew it couple of time and the reservoir area was cracked. The insulin pump will not be returned for analysis.